Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be did the device start to deploy staples and cut but could not be completed; partial fire? Did the device fully cut and partially staple; incomplete staple line?

Event description:
It was reported that during a standard anterior resection procedure, "stapling the ima. I checked the loading as the nurse had not used it before. It fired but sounded terrible. Like plastic being broken. I was worried about the staple line and had it controlled before releasing but it was ok with no bleeding. The cartridge looked like only some of the staples fired however. Luckily they were the ones over the vessels. To be safe I got another gun for the rectal division. Case went well otherwise.

Manufacturer narrative:
(B)(4). Batch # m55k1y. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 2/3 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.